Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/06/2017 with the following findings:.crack at bottom of display. Unable to duplicate complaint of under responsive "ok" button. Removed keypad, no damage to button contacts or keypad flex cable.. Opened pump, no damage to keypad connector or keypad flex cable. Keypad connector latch is secure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.